Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula dislodging from the infusion site or cause high blood glucose levels was found.

Event description:
It was reported that a patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours. Patient stated the pod's cannula dislodged from the infusion site (leg). As treatment, a manual injection was delivered and a new pod was applied immediately after the event.